Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the chemotherapy leaked out between the syringe and injector luer lock and was not able to be administered with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: "velcade (bortezomib) compounded and placed in bd5ml syringe (309646) with phaseal injector luer lock (515003) and phaseal luer lock connector (515200) attached. At point of administration, bortezomib chemotherapy leaked out between the connection between the 5ml syringe and the injector luer lock and was not able to be administered to the patient. Nurse assessed and re-tightened the connection with the same result of leakage from point of attachment. Syringe returned to pharmacy, and secondary loss of drug, product re-mixed for administration to patient."

Manufacturer narrative:
H.6. Investigation: five unused injectors from lot 1906105 were returned to our quality team for investigation. The product was visually inspected, no defects or damage was observed on the luer thread. Each sample was connected to a 60ml syringe and functionally tested, using a protector and vial, securely connecting all components according to the instructions for use. Each samples was tested up to ten times, in all cases the product functioned as intended and no leakages were observed. The injector threading is tested during the manufacturing process, inspecting for any damage and verifying all dimensions are within the required limits. A device history review was performed and found no non-conformances associated with this issue during the production of lot 1906105. Based upon the quality teams investigation and since no incident has been found during the manufacturing process related to this defect, the root cause cannot be determined.

Event description:
It was reported that the chemotherapy leaked out between the syringe and injector luer lock and was not able to be administered with a bd phaseal¿ injector luer lock n35. The following information was provided by the initial reporter: "velcade (bortezomib) compounded and placed in bd5ml syringe (309646) with phaseal injector luer lock (515003) and phaseal luer lock connector (515200) attached. At point of administration, bortezomib chemotherapy leaked out between the connection between the 5ml syringe and the injector luer lock and was not able to be administered to the patient. Nurse assessed and re-tightened the connection with the same result of leakage from point of attachment. Syringe returned to pharmacy, and secondary loss of drug, product re-mixed for administration to patient."